Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The proximal screw holes in the nail were drilled anterior and missed the nail holes with use of the jig. New screw holes were made freehand. Please check jig to ensure it aligns with nail (this check was done in theatre also)